Manufacturer narrative:
Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer to our local affiliate ((B)(4)). Initial and follow-up information received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) therapy on (B)(6) 2009. Relevant medical history was not mentioned and concomitant medications included atenolol and felodipine. The day after receiving poly-l-lactic acid therapy, the patient experienced pain in her jaw muscles which caused her difficulties in opening her mouth. The reaction disappeared on (B)(6) 2009 and the patient recovered. The patient then mentioned that since poly-l-lactic acid injection she had developed two lumps on her left temple. She initially thought the lump were nodules, but when she went to get her second treatment of poly-l-lactic acid in (B)(6) 2009, her physician concluded that the lumps were caused by ossification in the temporal bone. The reporter stated that she began experiencing these lumps in (B)(6) 2009. At the time of this report, this event remains ongoing. The relationship between the events and poly-l-lactic acid therapy was reported as probable. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Addendum for follow-up information received on (B)(6) 2009: the outcome for ossification was reported as ongoing by the consumer. Addendum (B)(6) 2009; this new follow=up was received on (B)(6) 2009, out of sequential date order: ptc results for batch a8025 revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.